Event description:
It was reported that this pacemaker exhibited right ventricular (rv) lead loss of capture (loc) and high capture thresholds. Technical services (ts) was consulted and recommended evaluation. Ts noted rate response was off during mode switch. Device remains in service. No additional adverse patient effects were reported.